Event description:
It was reported, "the pt lost 1000ml blood due to d.i.c. (Disseminated intravascular coagulation) during bipolar operation, then platelets significantly decreased. The surgeon did a blood transfusion during and after operation. The blood pressure decreased after 5 hours operation and 2 hours after the pt died. It was reported that according to the surgeon, the death of the pt was not related to the use of the cement."